Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirt-like foreign matter was found where the bd plastipak¿ syringe connected to the needle after use. As reported by the customer, translated from spanish to english, "a complaint of the code (B)(4) with lot 7170732. The product has a spot on the part where the needle is connected, and they noticed it after using the product, the customer (who is an end user) wants to know if there is any risk of health due to having used the product well".

Event description:
It was reported that dirt-like foreign matter was found where the bd plastipak¿ syringe connected to the needle after use. As reported by the customer, translated from spanish to english, "a complaint of the code (B)(4) with lot 7170732. The product has a spot on the part where the needle is connected, and they noticed it after using the product, the customer (who is an end user) wants to know if there is any risk of health due to having used the product well. (Photos attached)"

Manufacturer narrative:
Investigation: customer pictures are received but no physical sample is received for an analysis more complex. Sample is required for complete and detailed analysis to determine whether or not foreign matter is attributable to the manufacturing process. When testing the retention samples, no foreign particle was found such as the one the customer reports, so the results are compliant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.